Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to the customer's blood glucose level. Technical support advised customer to remove case from pump, inspect pump and pneumatic tap area, and remove o-ring from pneumatic tap. Customer was also instructed to clean area with alcohol wipe or lint-free cloth and ensure cartridge o-ring was in place and undamaged. Customer intended to try these recommendations later and call back if necessary.